Manufacturer narrative:
Investigation ¿ evaluation: cook was notified that a type 3a endoleak was present on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg at the conclusion of a staged procedure. The patient underwent a staged procedure, thoracic endovascular aortic repair (tevar) on (B)(6) 2024 under general anesthesia (98 days prior to the procedure): a william cook australia proximal aortic device (rpn: zteg-2pt-42-32-165-pf) was placed during the first staged procedure. No aortic or iliac stent grafts were deployed. No artery stents were deployed during the procedure. There were no technical difficulties and delivery/deployment was successful. A completion angiogram was performed at the completion of the procedure. Patency of grafts, patency of vessels, endoleaks, and stent graft integrity issues were not assessed. Target side branch stents were not possible to assess as imaging was not adequate. The second staged elective procedure took place on (B)(6) 2025 under general anesthesia. Edoxaban was prescribed prior to index procedure. Percutaneous access occurred from the right and left femoral artery, with cutdown access from the right axillary vessel. Fusion was used during the procedure. 250 ml of packed red blood cells were given to the patient. Cardiac output reduction or co2 flushing were not used. The proximal seal zone was the endograft. Side branch catheterization and placement of all bridging stents was not successful at the celiac stent due to celiac truck (CT) chronic occlusion, in which a planned intervention (non-cook plug in CT branch) within the procedure was performed. The patient did not have any significant medical problems or complications during the study procedure. The following devices were placed in the procedure: celiac artery: revascularized with a fenestrated-branch device (competitor 9mm x 37mm stent). Superior mesenteric artery (sma): competitor¿s 8 mm x 58 mm stent. Right renal artery (rra): competitor¿s 5 mm x 58 mm stent. Left renal artery (lra): competitor¿s 6 mm x 38 mm stent and an additional competitor¿s 5 mm x 50 mm stent. Main aortic custom-made device (cmd) william cook australia: rpn: thoraco-abdominal-side-branch-lp. Distal aortic willian cook australia, cmd: cook aaa-bifurcated-graft. Procedural imaging (angiogram) was completed on (B)(6) 2025. The celiac artery was not patent. No endoleaks were identified at the conclusion of the case. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient was discharged to home on (B)(6) 2025 (7 days post-procedure). The patient stayed one night in the intensive care unit (ICU). Extubation was performed in the operating room. There was one unit of packed red blood cells (prbc) given over the entire hospitalization (including the operating room). The patient was not discharged on supplemental oxygen. The patient was discharged on clopidogrel and edoxaban. A one-month clinical assessment was completed on (B)(6) 2025 (7 days post-procedure). CT imaging with contrast was completed. The celiac artery was occluded (native vessel). A new type 1b endoleak was identified in the main distal aortic component (aaa-bifurcated-graft), in which a secondary intervention was performed to treat the endoleak. The maximum diameter of the diseased aorta was 60 mm. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. The endoleak was calculated to prevent spinal cord ischemia (sci) and a 3rd step was planned. The patient was still taking an antiplatelet at the time of the one-month follow-up. A scheduled staged procedure was completed on (B)(6) 2025 under sedation (51 days post-procedure). Left iliac stenting was completed. In the left iliac artery, a cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-13-74-zt was placed. There were no technical difficulties and delivery/deployment was successful. The zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left was relined with a competitor stent (10 mm x 37 mm) stent. There were no technical difficulties and delivery/deployment was successful. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts, intended side branch stents, and target vessels were patent. Side branch stents were intact. A type 3a endoleak between the left iliac zsle wand the most proximal iliac limb was present at the conclusion of the case. There was no evidence of stent graft integrity issues. There has been no further treatment for the type 3a endoleak at this time. The endoleak occurred interprocedurally and is expected to vanish. The focus of this report is the type 3a endoleak that was present 51 days post procedure on the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-13-74-zt. Reviews of documentation including the complaint history, device history record (DHR), drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformance's relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Imaging was provided for the investigation. An image review was completed by a thoracic and vascular surgeon. The image reviewer noted ¿yes, there is a small type 3a endoleak between the bifurcated endograft component that was deployed on (B)(6) 2025 as the planned third stage of the procedure, and the iliac leg graft on the left side (zsle). This is a small endoleak, and was seen on the procedural angio run, so the patient would still be anticoagulated. I would expect this endoleak to have settled down by the time the next CT scan was done.¿ cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. Al patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging lengths: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. Avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. 5.2 potential adverse events: aneurysm enlargement, aneurysm rupture and death, claudication (e.g., buttock, lower limb), endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. Surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g, endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Cad and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up: 12.1 general. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in absence of clinical symptoms (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, no product returned, and the results of the investigation a potential root cause has been traced to the patient¿s anticoagulation therapy. However, this cannot be confirmed with the information provided. The image reviewer stated, ¿there was a type 3a endoleak between the unibody and the left zsle placed at the third procedure, but the patient was still anticoagulated at the time this was detected as per my screen snip. No treatment done for the type 3a.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 3a endoleak was present on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg at the conclusion of a staged procedure. The patient underwent pre-procedure computed tomography (CT) imaging with contrast for graft planning on (B)(6) 2023, 424 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were all incorporated in the repair. All vessels were patent. Stenosis > 50% was identified. Superior mesenteric artery: incorporated in the repair, patent, stenosis was not greater than 50% right renal artery: incorporated in the repair, patent, stenosis was not greater than 50% left renal artery: incorporated in the repair, patent, stenosis was not greater than 50% the bilateral common iliac arteries as well as the bilateral internal iliac arteries were all patent. The left and right vertebral arteries were patent. The aortic anatomic measurements were biological. The intended proximal landing zone was zone 5 - mid descending aorta to celiac artery. The intended distal landing zone was zone 10 - common iliac arteries on the right. The patient underwent a staged procedure, thoracic endovascular aortic repair (tevar) on (B)(6) 2024 under general anesthesia (98 days prior to the procedure): a william cook australia proximal aortic device (rpn: zteg-2pt-42-32-165-pf) was placed during the first staged procedure. No aortic or iliac stent grafts were deployed. No artery stents were deployed during the procedure. There were no technical difficulties and delivery/deployment were successful. A completion angiogram was performed at the completion of the procedure. Patency of grafts, patency of vessels, endoleaks, and stent graft integrity issues were not assessed. Target side branch stents were not possible to assess as imaging was not adequate. One day prior to the procedure, the patient underwent a pre-procedure clinical assessment. The primary indication was aortic degenerative aneurysm (thoracoabdominal aortic aneurysm, extent IV) extending up the celiac axis. There was no history of growth greater than 1.0 cm in the last year. It was not a saccular aortic aneurysm or a pseudoaneurysm. There was no rescue repair after prior repair. The second staged elective procedure took place on (B)(6) 2025 under general anesthesia. Edoxaban was prescribed prior to index procedure. Percutaneous access occurred from the right and left femoral artery, with cutdown access from the right axillary vessel. Fusion was used during the procedure. 250 ml of packed red blood cells were given to the patient. Cardiac output reduction or co2 flushing were not used. The proximal seal zone was the endograft. Side branch catheterization and placement of all bridging stents was not successful at the celiac stent due to celiac truck (CT) chronic occlusion, in which a planned intervention (non-cook plug in CT branch) within the procedure was performed. The patient did not have any significant medical problems or complications during the study procedure. The following devices were placed in the procedure: celiac artery: revascularized with a fenestrated-branch device (competitor 9mm x 37mm stent). The covered stent was not relined with a bare metal stent, nor was the covered stent extended distally with a bare metal stent. There was not technical success, and a competitor plug was used due to chronic occlusion. Stent patency was not maintained with normal end artery perfusion. Superior mesenteric artery (sma): the was artery revascularized with the fenestrated-branched device (competitor 8 mm x 58 mm stent). The covered stent was relined with a bare metal stent and extended distally with a bare metal stent. Side branch catheterization and placement of bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery (rra): the was artery revascularized with the fenestrated-branched device (competitor 5 mm x 58 mm stent). The covered stent was not relined with a bare metal stent, nor was the covered stent extended distally with a bare metal stent. Side branch catheterization and placement of bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Left renal artery (lra): the was artery revascularized with the fenestrated-branched device (competitor 6 mm x 38 mm stent) and an additional (competitor 5 mm x 50 mm stent). The covered stent was not relined with a bare metal stent, nor was the covered stent extended distally with a bare metal stent. Side branch catheterization and placement of bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Main aortic custom-made device (cmd) william cook australia: rpn: thoraco-abdominal-side-branch-lp) this device was planned for the patient. There were no technical difficulties, and the delivery/deployment were successful. Distal aortic willian cook australia, cmd: cook aaa-bifurcated-graft). This device was planned for the patient. There were no technical difficulties, and the delivery/deployment were successful. Procedural imaging (angiogram) was completed on (B)(6) 2025. The celiac artery was not patent. No endoleaks were identified at the conclusion of the case. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient was discharged to home on (B)(6) 2025 (7 days post-procedure). The patient stayed one night in the intensive care unit (ICU). Extubation was performed in the operating room. There was one unit of packed red blood cells (prbc) given over the entire hospitalization (including the operating room). The patient was not discharged with supplemental oxygen. The patient was discharged on clopidogrel and edoxaban. A one-month clinical assessment was completed on (B)(6) 2025 (7 days post-procedure). CT imaging with contrast was completed. The celiac artery was occluded (native vessel). A new type 1b endoleak was identified in the main distal aortic component (aaa-bifurcated-graft), in which a secondary intervention was performed to treat the endoleak. The maximum diameter of the diseased aorta was 60 mm. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. The endoleak was calculated to prevent spinal cord ischemia (sci) and a 3rd step was planned. The patient was still taking an antiplatelet at the time of the one-month follow-up. A scheduled staged procedure was completed on (B)(6) 2025 under sedation (51 days post-procedure). Left iliac stenting was completed. In the left iliac artery a cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-13-74-zt was placed. There were no technical difficulties and delivery/deployment were successful. The zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left was relined with a competitor stent (10 mm x 37 mm) stent. There were no technical difficulties and delivery/deployment were successful. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts, intended side branch stents, and target vessels were patent. Side branch stents were intact. A type 3a endoleak between the left iliac zsle wand the most proximal iliac limb was present at the conclusion of the case. There was no evidence of stent graft integrity issues. There has been no further treatment for the type 3a endoleak at this time. The endoleak occurred interprocedurally and is expected to vanish. The focus of this report is the type 3a endoleak that was present 51 days post procedure on the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-13-74-zt.